Event description:
It was reported that the device was explanted and replaced due to premature eol.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed. A longevity calculation was performed based on programmed settings and usage data and the device longevity was not within normal limits. The cause was due to an anomolous component within the hybrid circuitry.